Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found bunched up inner coil and coating from the guidewire at 6.5 cm and at 6.7 cm from proximal end. This could have contributed to the complaint of guidewire becoming stuck in the lead.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular lead. The lead was not used and replaced.